Manufacturer narrative:
A ge representative evaluated the system, and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported all lights lit up and system would not take exposure. No patient injury was reported.